Manufacturer narrative:
The device was not returned for evaluation however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.

Event description:
A patient underwent a coronary artery bypass graft (CABG) and aortic valve repair/replacement (avr) through a median sternotomy, along with a posterior wall encircling ablation using an olh. During the maneuvering of the olh clamp from the patient¿s right to left side through the sinuses, a perforation occurred. The injury was repaired with sutures. The patient was then moved to recovery and reported to be doing well. The ablation portion of the procedure was aborted. There was no reported device malfunction, and the adverse event was the result of a procedural complication.